Manufacturer narrative:
Control: 25miu/ml hcg urine control lot: hcg100113-01; 100miu/ml hcg urine control lot: hcg100513-01; 237.6iu/ml hcg urine control lot: hcg100420-01. Summary of results: the retention devices meet qc specification. Details as below: correct positive results were observed when tested with 25miu/ml hcg urine control at 3 minute read time. (N=5). The 100miu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5). The 237.6iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5). Conclusion: from retain testing with in-house control, the client's results was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found.

Event description:
Customer reported false negative urine hcg results on three different patients. When testing, the results at three minute read time was negative but within 30-60 seconds the test turned positive. They do not have confirmatory testing performed, they reschedule the patient a week out and a retest at next appointment. Customer explained that results are crucial to the work they are doing. They want to ensure there are no complications or harm to patients when they insert iuds and implant other birth control methods.